Manufacturer narrative:
Model number/catalog number 720185-01, batch/lot number 102414016, model/catalog description reservoir flat iz 100 ml, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of perforation is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of perforation and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon examination, a distal perforation was discovered which was not caused by the surgeon at the time of operation; therefore, the case was aborted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon examination, a distal perforation was discovered which was not caused by the surgeon at the time of operation; therefore, the case was aborted. No patient complications were reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes correction to field h11: additional MFR narrative. Model number/catalog number 720185-01. Serial number n/a. Batch/lot number 102414016. Model/catalog description reservoir flat iz 100 ml unique identifier (UDI) # (B)(4) the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of perforation is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of perforation and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon examination, a distal perforation was discovered which was not caused by the surgeon at the time of operation; therefore, the case was aborted. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.